Event description:
After a plcr75b reload had been fired in a pulmonary resection procedure, it was observed that while the tissue had been completely transected, the distal 1/2 of the cut line had not been stapled. The distal section was subsequently hand-sewn.

Manufacturer narrative:
The plcr75b reload was visually examined. The examination showed that the reload was not damaged, and gave every indication of having deployed staples normally. (There were no staples remaining in the cartridge). The concomitant device (plc75) was also visually and functionally tested. When another plcr75b reload was loaded into the plc75 the device fired, producing acceptable staple formation in the test medium. The root cause of the alleged malfunction could not be determined.